Event description:
During an emergency exam, the x-ray system failed. This necessitated stopping the procedure to reboot the system and bring it back on line. This system failure has occurred at other items and the reboot may not bring the system up immediately. The site has reported this issue to the FDA (B)(4). No pt has been injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.